Manufacturer narrative:
Manufacturing evaluation: the valve was received dry (not submersed in liquid as suggested). Visual inspection - scratches on the outer housing of the progav was observed. No significant deformations or damage were detected. Permeability test - results have shown that both valves are permeable. Adjustment test - the progav was tested and is not adjustable throughout the normal range. Braking force and function test - the brake function was operational, however, the braking force cannot be measured due to the non-adjustability of the valve. Results - it should be noted that the shunt system was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. After the tests, we have dismantled the valves. Inside the valves we found a significant build-up of substances (likely protein and blood). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. A non-adjustability, however, we could confirm. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
A section: height 100 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on (B)(6) 2018 with a progav system. There was suspected blockage. A revision was performed on (B)(6) 2019 due to blockage and non-adjustability.